Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer uploaded the software only.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. Unknown if there was a patient connected to the device.